Event description:
Healthcare professional reports bilateral lymphoma, pain and silicone migration. This mw represents the left side. See MFR report number 2024601-2011-00566 for the right. Several attempts were made to gather info regarding the reported events, however allergan has not received any f/u info.

Manufacturer narrative:
Medwatch extension requested on 04/jun/2011 and granted until 29/aug/2011. Medwatch submitted on 26/aug/2011. Device labeling reviewed. There were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants. Device labeling addresses breast pain as follows: the core study: 7 yr adverse event rates: for primary augmentation pts, pain rate = 11.4%. Device analysis: analysis noted a sharp curved unidentified opening on the posterior shell, etiology unk.